Manufacturer narrative:
(Performed thoracotomy). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery lobectomy, when the device was being applied to the bronchus, there was poor staple formation. The surgeon partially fired the stapler. After the first squeeze of the trigger, the device did not fire correctly and they did not complete the firing of the reload and then opened another reload and tried again and the same thing happened. The staple line was incomplete distally. The surgeon converted to a thoracotomy to staple the bronchus correctly and used a competitor stapler to complete the case. The incision was extended by more than 1 inch. The surgical time was extended by 30 minutes or more due to the product problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the cartridge noted that the first reload was partially fired and the anvil clamping mechanism was deformed. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The reload was loaded into a representative pmv instrument for functional testing. The interlock was overridden and the reload was applied to test media. All remaining staples were placed. The test media was observed to have a jagged cut due to the knife blade damage. Visual inspection of the cartridge noted that the second reload was partially fired and the anvil clamping mechanism was deformed. The reload was loaded into a representative pmv instrument for functional testing. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. The reload interlock was tested and found to function properly. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.